Event description:
It was reported that the bd q-syte¿ needle-free connector stand-alone device leaked. The following information was provided by the initial reporter, translated from chinese to english: if leakage of the connecting head was found, the other joint was replaced immediately and used normally.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.